Event description:
It was reported that the ventilator started alarming low pressure, there was no air flow, and condensation in the patient's circuit. The patient was placed on another ventilator. No reported harm to the patient.